Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump did not turn on. Customer's blood glucose value was 255 mg/dl. Customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer states the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.